Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('essure removal') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included achilles tendinitis, nickel sensitivity, appendectomy, paranasal sinus hypersecretion and type 2 diabetes mellitus. In 2012, the patient had essure inserted. In 2015, the patient experienced asthenia ("asthenia"), musculoskeletal pain ("muscle and joint pain (ankles, back)"), tendonitis ("tendonitis (achilles tendon)") and arthralgia ("arthralgia"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown, the asthenia and musculoskeletal pain was resolving and the tendonitis had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal, musculoskeletal pain and tendonitis with essure. Most recent follow-up information incorporated above includes: on 28-jun-2019: essure device removal questionnaire received: history added: achilles heel tendinitis, nickel allergy, appendectomy, sinus drainage, type 2 diabetes (diet only). The reported events started in 2015 and new event was reported (arthralgia). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2015, the patient experienced asthenia ("asthenia"), musculoskeletal pain ("muscle and joint pain (ankles, back)") and tendonitis ("tendonitis (achilles tendon)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown, the asthenia and musculoskeletal pain was resolving and the tendonitis had not resolved. The reporter provided no causality assessment for asthenia, medical device removal, musculoskeletal pain and tendonitis with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.